Event description:
Pt has continuing need for venous access, so a single lumen left subclavian vortex port was implanted on 05/14/98. The physician reported that it worked well initially, but then malfunctioned. Pt noted swelling in her chest wall. Chest x-rays showed the catheter had broken, leaving one end still attached to the port and lying in chest tissue, and the other end in the heart or nearby vessel. A catheterization procedure was successful in removing the catheter tip. The port and remaining catheter were removed 07/20/99, and a right subclavian port (different brand) was implanted that same day.